Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit, and observed physical damage to the case cover and the monitor hinges were identified to be broken. The fse replaced all damaged parts, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was dropped while removing it from the helicopter and was physically damaged. The display and other parts got damaged. There was no patient involvement, and no adverse event reported.